Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced flashing medtronic logo, pump error 53(software error detected). The customer reported no adverse event. The event involved product(s) mmt-1780kpk. The customer reported a flashing medtronic logo on the screen that was not a single flash. The customer reported receiving a pump error. The customer was able to clear the error. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump use. Mmt-1780kpk was requested and the customer response was the device will be returned.

Manufacturer narrative:
Unit passed displacement test and self-test. No pump error 53 noted during test. Unit successfully downloaded to thus and crest. Verified 3 consecutive pump error 53 alarms (line number 5632 file number 2005) was noted in the pump history download on (B)(6) 2024 15:42:15.000 due to damaged rf circuitry. Moisture damage noted to electronic assembly and motor assembly per visual inspection. The following were noted during visual inspection: battery tube threads - cracked, scratched case, missing display window/cover, cracked case-corner of belt clip rails, pillowing keypad overlay, corroded motor home switch, and corroded battery tube. The p-cap/reservoir does lock properly. Confirmed critical pump error after battery installation and confirmed 3 consecutive pump error 53 alarms in the pump history download due to software error. No flashing display noted during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.